Event description:
A system operator reported that they were getting some over-corrections on high myopic custom lasik surgeries. A review of the pt records provided by the facility identified this pt with a loss of bcva in the left eye. This pt had lasik surgery in both eyes approx 4 years ago at another facility. He complained of multiple images in dim light & glare. This facility performed a prk enhancement on the left eye. The pt's pre-enhancement bcva was 20/20 and at approx three and a half months post-enhancement, bcva was 20/30. Pt's ucva pre-op in the left eye was 20/45 and post-op was 20/400. Based on the pt's records, the pt was over-corrected in the left eye by 5.25 diopters.